Event description:
Customer reported receiving a meter reading of 406mg/dl at 6:00 pm and stated he was in his home, and he does not remember if he had a seizure, but stated he thought his sugar was low. He stated he then blacked out and "woke up" several hours later at 4:00 am the next morning. He did not realize where he was. Customer did not seek third party medical intervention, there was no diagnosis or reported medication taken and he ate food to help alleviate his symptoms. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested for investigation, and a final report will be submitted when the investigation is complete.